Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. However, photos were provided and evaluated which showed a discolored condition. It is not possible to confirm if the discolored condition was related to in-line manufacturing practices/processes or a results of lens being handled by the surgery site. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a model ar40e intraocular lens (iol) was explanted. At one day post-op the physician observed white opacity at the back of the iol. The surgeon first thought it was enophthalmia (endophthalmitis). However, the physician verified that only the surface of lens had the white opacity. Patient's anterior chamber was quiet, the eye pressure is normal and the vitreous chamber is normal. The surgeon immediately explanted the lens and replaced the iol. The explanted lens surface was found to have a white latex-like material cover. One day post-op, the new lens is transparent, the vision is 0.25 and anterior chamber was quiet. On (B)(6) 2017, the vision is 0.5, anterior chamber was quiet. The surgeon is still following up with the patient. There was no incision enlargement, the capsule is complete, the capsulorhexis is about 6mm, the replacement lens was put in the capsule. There was no vitrectomy performed, the tunnel incision is self closed, no suture. The replaced lens was a non amo 3 piece lens. The vision now is 0.5 and is stable. No further information was provided.